Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, a cause for the reported pericardial effusion resulting in hypotension cannot be determined; however, pericardial effusion and hypotension are listed in the IFU as known possible complications associated with mitraclip procedures. Unexpected medical interventions were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4 and a restricted posterior. After an xtw was inserted into the left atrium, a pericardial effusion was observed. Pericardiocentesis was performed and the clip was implanted, reducing mr to a grade of <1. However, after the procedure, the patient required CPR due to hypotension. There was no clinically significant delay in the procedure.